Event description:
It was reported by germany that during service and evaluation, it was determined that the power module device stopped by itself, did not function, would not charge, had service led, had use error/misuse-autoclaving, had cracked/damaged housing and fluid ingress. It was further determined that the device failed pretest for general condition & lever function, check for externally cleanness and foils of liquid damage, information button & self-test, charging and checking of power module in charger ubc ii, function ¿ test, saw ¿ test and check liquid indicator. It was noted in the service order that the device had a broken housing post surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, an assignable root cause was not established. UDI #: (B)(4).